Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an adverse event on (B)(6) 2014. International distributor reported that patient had been attending the hospital emergency department with recurring hypoglycemia. It was further reported that the emergency department staff suspended the patient's insulin pump. A sensor restart was attempted but was not successful. A new sensor was inserted on (B)(6) 2014. International distributor did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).